Event description:
It was reported that an ilet pump connected to a charger with a solid green indicator did not charge for several hours despite showing a charging icon, resulting in pump shutdown and interruption of insulin delivery until the device unexpectedly resumed charging; the issue recurred previously, and the charger was tested and found functional, with the event characterized as a premature battery discharge involving the battery component. Symptoms included hyperglycemia with blood glucose reported at 400 and later reading high, with the user noting improvement after insulin delivery resumed. Outcomes included no lasting health consequences, though there was a delay to therapy while the pump was without power. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.